Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an erosion along the pocket incision which fully exposed the device. There were no signs of an infection. A revision was performed and both the s-ICD and electrode were explanted. No additional adverse patient effects were reported. The patient has been fitted with a life vest and will be re-implanted with another system at a later date.